Manufacturer narrative:
The complaint of retraction issues was confirmed, and the cause appeared to be manufacturing related. Two 18g insyte autoguard bc units were received in sealed unit packaging from lot #5120110. A functional test revealed that each needle fully retracted when the safety mechanism was activated; however, the retraction time exceeded the specification. The retraction time was likely affected by the gel between the internal surface of the grip and the external surface of the needle hub. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
IV was inserted into patient, button was pressed but needle did not retract. We do not know the specific number of occurrences. After a couple times it was brought to the managers' attention who brought the issue up to me. They tested a few new ones to show the department managers what was happening. I saw it happen twice when picking up the samples.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.